Event description:
During an ercp procedure the physician used a cook endoscopy. The web extraction basket and a soehendra lithotriptor cable to crush a large biliary stone. Prior to the extraction attempt, sphincterotomy was performed. The basket and stone became impated and could not be extracted. The physician removed the basket's outer sheath and then advanced the soehendra cable over the basket drive wires. At this time, the basket wires broke at the proximal end near the handle. The basket was removed with forceps. An injury to the patient was not reported. Our evaluation of the returned device confirmed the report of basket wire breakage. The basket drive cable has broken and is frayed approximately 80cm from the base of the basket. The outer sheath had been removed from the basket and was not included in the return. The basket shape at the distal end is intact but the wires are distorted.the handle was included in the return. The basket drive cable wires are extending from the handle and have been cut in order to perform mechanical lithrotripsy.after a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices had been previously distributed.conclusions: due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this observation.the information provided indicated the stone size was large and a sphincterotomy was completed at the beginning of the procedure. The contraindications listed in the instructions for use inclue and ampullary opening inadequate to allow for the unimpeded passage of the stone and basket. The instructions for use for the web extraction basket caution the user that if difficulty is encountered when removing the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If passage is still restricted, surgical intervention may be necessary.the information provided indicated the stone became impacted with the basket. Stone impaction is listed in the web extraction basket instructions for use a potential complication.additional information provided with this report indicated that the outer sheath was removed from the basket before the soehendra lithrotriptor cable was advanced over the basket drive wire. The instructions for use include a warning regarding removal of the outer sheath from the basket. This warning instructs the user not to remove the sheath from the basket sheath may have contributed to this occurrence.the instructions for use for the sohendra lithotriptor cable caution the user that due to variance in biliary stone composition, mechanical fracture of the stone may not be possible. If the stone cannot be fractured, continued rotation of the handle might cause basket fragmentation, resulting in the need for surgical intervention.the instructions for use of the soehendra lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation and/or stone impaction in the common bile duct is a possibility that may require surgical intervention.during our evaluation the shape of the basket was distorted. This is likely due to the amount of pressure applied to the basket during mechanical lithotripsy. Corrective action: no corrective action warranted at this time because the information provided indicated the device was used in contradiction with the instructions for use. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity.